Event description:
The customer reported that they were unable to get an interpretable waveform via pads.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.